Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical singapore evaluated the paddles and the customer's report was not replicated or confirmed. The paddles were put through extensive testing and were able to change energy level, charge and discharge. The paddles were replaced. No trend is associated with reports of this type.